Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced previously unreported gi bleeding in (B)(6) 2014. The patient received transfusions and was started on protonix. Esophagogastroduodenoscopy (egd) revealed multiple erosions in the gastric antrum. On (B)(6) 2015 the patient was admitted for gi bleeding. The patient¿s international normalized ratio (inr) was 2.5, the hemoglobin was 6.4g/dl and the hematocrit was 19.2% the patient was transfused and started on protonix. Aspirin and coumadin were held and an egd and colonoscopy were performed but the results were not provided. The patient's inr goal is between 1.8-2.5. It was anticipated that the coumadin would be restarted in 1-2 weeks and the aspirin would continue to be held. No further information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. No further issues have been reported. A direct relationship between the device and the reported event could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years, 11.5 months. The patient remains ongoing on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.